Manufacturer narrative:
An asp fse assessed the unit onsite. He found no cancellation messages for h202 area too low in the last 15 plus cycles and the lamp voltage was 1883. The fse found that the vacuum pump oil was low and filled the oil to the fill line. He cleaned the exhaust filter housing, replaced the exhaust filter and the seal, as well as the upper detector o-ring and lens. The lense was etched due to use and age. The lamp voltage improved to 4300mv after the lamp was replaced. He added a lower chamber clear lens and the voltage was reduced to 3600mv. The customer ran a loaded cycle and the cycle completed successfully.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history, the service and complaint history, trending by product line, health hazard evaluation and the failure mode effects analysis. The DHR (device history review) for sterrad 200 system confirmed that the product met all specifications at the time of release. The service and complaint history for the sterrad 200 did not reveal a trend for "h2o2 area too low" and "haze/oil mist." Trending analysis for haze / oil mist issues associated to the sterrad 200 did not constitute a significant trend. The hhe (health hazard analysis) relating to haze / oil mist is low risk. The fmea (failure mode effects analysis) is considered low risk. The root cause for haze/oil mist was that oil mist was escaping by the oil mist filter. The root cause for h2o2 area too low was that h2o2 detector/monitor optical parts were worn and aged.

Event description:
The customer reported misting of their sterrad 200. There were no cancellations observed; however, the unit did display an error message intermittently for the past 3 weeks. There were no human reactions reported due to this incident. An asp field service engineer (fse) was dispatched to assess the unit.